Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy rash under the lifevest that spread. The patient's doctor prescribed diphenhist 25mg but the patient reported that it did not help. The patient reported that his skin gets irritated every time he puts the device on. Follow-up indicated that the rash had not improved. The patient reported that he would be contacting his doctor.